Manufacturer narrative:
The pod involved was not returned to the MFR for eval. We are unable to confirm any product malfunction that may have caused or contributed to the customer's high bg readings. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the pt always carry extra supplies in case of an emergency. The report indicated that the customer had left town without her pdm and that there was a 14-hour period where her bg levels may not have been checked. The user guide instructs "to avoid hyperglycemia, check your blood glucose levels at least 4-6 times a day." It is unk if her bg levels were checked during this time span and whether this may have contributed to the reported event.

Event description:
The report indicated that the customer had "passed out due to having a high blood glucose event." A review of the pdm data indicates that her bg levels were consistently outside of her target range of 100-140mg/dl while this pod was worn; over a three-day period, a low bg of 66mg/dl and high bg's from 265-greater than 500mg/dl were experienced. As a result of her passing out from high bg levels, an emt was called to her home. It is unk what form of treatment was administered by the emt. No specific issue with the omnipod sys was reported. The pod will be returned for eval. It should be noted that the customer had gone out of town and had left her pdm at home. It appears there was a 14 hour period where she had not checked her bg readings. It is unk whether a back-up device was used or if her diabetes were properly managed during this time.